Event description:
Attempted peripheral line unsuccessful. Accucath insertion attempted using sonosite to guide. Vessel very difficult to get through lining. Felt a "pop" similar to getting through lining of vessel. Able to see end of IV in middle of vessel. Advanced wire and wire went in without issue. Advanced catheter over wire and it would advance half way. Stopped and didn't fore catheter over wire. Attempted to remove everything to try again and only the needle came out. The wire did not come out with the needle. Attempted to take the catheter out and it would not come out of arm either. It was stuck. When attempt was made to pull out, it would pull on wire which was thought to be in vessel wall. Placed red cap on line and secured. Another line (accucath) started in other arm without issue. The tip of the guide wire was visualized in the vessel via sonosite. Attempt to aspirate blood from the catheter and was unsuccessful. The pt's arm was repositioned and was able to remove the catheter from the arm with some resistance, no swelling, bruising or signs/symptoms of pain noted. The catheter had a tear with frayed edges in the middle. The wire remained in the pt's arm and again the tip was confirmed to be located in the vessel. Vascular surgeon and primary physician notified. Pt taken to operating room with vascular surgeon to remove accucath and wire.